Manufacturer narrative:
Data card evaluation completed: the system, handpiece and treatment tip performed as expected at the first half of the treatment (600 reps). The customer restarted the system for the second half of the treatment. Since then, the thermistor 3 data showed hotter than other three thermistors. It was fluctuating from 30c to 45c. It also triggered temperature limit exceeded alerts almost every single rep. The customer performed only 14 reps total on the second half of the treatment and then stopped. The product evaluation completed: the tip was used for 614 treatments. Tip passed flow, thermistor, and functional testing using 50 reps with no errors observed. Tip failed leak test and visual test due to tear on tip. Further investigation underway.

Event description:
The user facility in (B)(6) reported the patient sustained blisters on the face during thermage treatment. The incident occurred at about 600 reps with the highest energy level at 2.5. This was the first time the tip was used it was inspected before use and about every 100 reps with no anomalies noted. The doctor noted, the blisters do not appear to be serious; however, there is a possibility to have faint post inflammatory hypertension (pih). If pih occurs, the doctor is considering laser treatment.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the system data card confirmed the system and handpiece performed as expected. During evaluation of the treatment tip, service found damage to the tip membrane. Based on the available information, tear in the tip membrane most likely contributed to this event. It is unknown what caused a tear in the membrane. Complaint type identified within risk analysis and performing within anticipated rate. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.